Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as other chronic/intractable pain (trunk/limbs). It was reported that the patient's previous pump had to be replaced the prior year because it ran dry as they could not find a healthcare professional to fill the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a consumer. It was indicated that on or around (B)(6) 2015 the patient¿s pump of four years began alarming out of synch one intermittent pulse. The pump was noted as having ¿failed¿ regarding the period of (B)(6) 2015. The reporter referred that they were able to find a physician to refill the pump. A physician had extracted 6 mg liquid morphine sulfate (ms) and bupivacaine which was discolored. The meds were noted as having gone bad. While awaiting word on the pump, the physician filled the pump with saline. Symptoms experienced included habituation withdrawal, anxiety, muscular spasms, and stress function. In regards to actions taken to resolve the issue, it was noted that a pump replacement was performed on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.